Event description:
Complainant alleged that during a routine shift check by a clinician the device's screen displayed status message "status 93" and then blanked out. There was no pt involvement in the reported malfunction.